Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-33, lot# v018108, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that the device was not working. Also, the consumer reported that the device had never worked for him so he had not used it in years. They wanted the device removed as it had not worked and the patient needed an MRI. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient's bladder stimulator does not work and had not worked for years. It was reported, the day after call, compatibility guidelines were requested for MRI of the shoulder which was unrelated to neurostimulator therapy. The caller reports a loss of therapeutic effect since (B)(6) 2008. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.